Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in florida reported that the power cord of a mr850 respiratory humidifier was damaged, with exposed copper wiring. There was no patient involvement.